Event description:
The patient contacted animas on (B)(6) 2013 reporting having issues with insulin delivery and issues with the pump in general. No further information was provided. Animas attempted to follow up with the patient but was unsuccessful at this time. This report is made based on the allegation of the pump delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2014 with the following findings: there was no data from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was exercised for 24 hours without alarms or other warnings occurring. A flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was observed to be discolored with a pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.